Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, section d, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ceramic beak detached but was later retrieved. The issue occurred while the patient was sedated during a holep (holmium laser enucleation of the prostate) procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.